Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the fenestrated bipolar forceps instrument stopped working. Upon inspection, a wire in the jaw bone was observed. It was suspected that a wire broke internally. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse event or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The conductor wires were intact and damaged, but the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. The frayed stands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed pitch cables if to recur could cause or contribute to an adverse event.